Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was kinking when they attempt to insert. The customer reported that slight pressure was used but they were able to make the tube work. There was no reported patient involvement and outcome.